Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 17 mg/dl, and emergency medical services were called. Reportedly, the alleged issue occurred due to over delivery of insulin, however, further information was not provided to clarify how over delivery of insulin occurred. Additional information was not provided. Multiple follow up attempts were made, however, a response was not received.